Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information in late august 2011 that this patient had died four days following the explant procedure. The primary cause of death was listed as cardiac:pump failure (electromechannical dissociation and severe myopathy). There was no report that the infection and explant procedure caused or contributed to the patient's death.